Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09mar2020.

Event description:
It was reported that the unit was not producing an audible alarm while the light emitting diode (led) indicator was flashing displaying a disconnect alarm. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer confirmed the volume was set to "5" and there were audible beeps when the unit was powered on. When testing the alarm in diagnostic mode, the primary alarm did not sound; however, the backup alarm did sound. The customer reported they would have their biomedical engineer evaluate the device. The customer was informed that the unit is near "end of life"; therefore, parts may be limited.

Manufacturer narrative:
G4: 25mar2020, b4: 30mar2020. The customer has elected not to order parts or repair the unit at this time. The customer indicated the unit may be repaired in the future. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.